Event description:
Hi there I just wanted to make sure I was contacting the correct area before sending all (there is a lot), information on the subject above. I foolishly joined a secret diy group on (B)(6), called (B)(6), after an incredibly intense screening. I had no clue why at the time but found out it was a diy cosmetic procedures group owned by a lady (B)(6) from (B)(6). (B)(6) started doing it herself on (B)(6), but then once in the group she reveals the secret suppliers from (B)(6). Not the legitimate ones she lists on her many different (B)(6) platforms, that makes her appear as nothing less than a church going, house wife and mommy of 4 boys. However once you get behind that secret groups wall you find out a 100% different story. She has it set up in units upon units and videos of how to do everything from, lip injections, to buttock lifts and everything in between. I fully take ownership for what I did and what disfigurement I caused myself, but after reading how easy it was and the rest of the group cheering and egging me on, as well at seeing peoples before and after pictures I was intrigued. I ordered from 3 or four different suppliers. I even refreshed my old studies on the face. I ended up doing dermal fillers and innotox ( their version of botox). I also ended up in the hospital intense care after from what the doctors explained it was from contaminated product, and was very scary as the infection was so close to my eyes and brain. I sent pictures to this loving community as the call themselves and they absolutely shredded and threatened me, admins and members included and said I was lying. They continue to threaten me to this day, so I would not let the cat out of the bag about their secret suppliers. They are a scary bunch, and almost cult like. Well, there have been others who have come forward that have been disfigured, and others that have almost died and I said these suppliers as well as the groups need to be shut down. (B)(6) has a world wide audience and in (B)(6) the (B)(6) did a podcast on it, as well as she has been on many shows. The doctors show had her on but of course she would not give up the goods on the suppliers, and if you check out (B)(6) the doctors show she plays victim. A nurse on the show (B)(6) had reported her to the FDA, and I reported her and finally (B)(6) shut her down and she is now selling from the platform (B)(6), she emailed everyone. (She forgot about the blocked people like myself), so I created a false name and signed up after paying $50 (yes she is charging her members now,) but I had to see if she still was asking people to apply her code to these suppliers, and she is. I read where people weren't getting their orders and some were seized in customs. I just wish there was an easier way to stop these suppliers and her as well. Someone will die eventually there is no doubt in my mind. I have hundreds of screenshots and of all the suppliers. If you think you could use them or any other person who I should contact please let me know. I promised myself after recovering as best I could, to advocate for the safety of others as I'm disfigured for life as well have vision impairment in one eye. I have screenshots of the suppliers hidden behind this secret group I have proof of my week long stay in hospital, and they confirmed it was contamination products. I hope I have not wasted your time. Thanks so very much. I'm not to sure of the tests or ranges but my dr would have them. But was very delirious during my stay. You would understand if you see my face and the size of it. Once released the infection came back so was put on prednisone and antibiotics. And it happened 3 or more times. The infection drained out of my lips.